Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. The same day as onset the patient was treated with vancomycin 1 gram (route and duration not reported) then every 5th day an injection of megnova 1 gram in first bag (duration not reported) ¿tah¿ 250mg in each exchange (frequency, route and duration not reported). At the time of this report the patient was recovered from this peritonitis event. No additional information is available.